Manufacturer narrative:
(B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. The complaint is not confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure, 2 k-wires broke off. The case was completed with a delay of 10 minutes to retrieve the 1st tip in the hard fibula bone and 2nd tip remained in distal tibia. The debris was fully embedded and could not be retrieved, not a hazard to leave the debris per the surgeon. Attempts have been made and no further information has been provided.